Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related to manufacturer report number: 2017865-2018-11599. During follow-up, premature battery depletion was observed due to the high output mode programmed to address loss of capture on the right ventricular (rv) lead. The issues were resolved by explanting and replacing the device. The patient experienced no adverse health consequences.